Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Eleven (11) days in coma. Renal problems [renal disorder]. Heart attack [myocardial infarction]. Case description: a parent reported via e-mail on 03-may-2017 that his/her daughter of unspecified age used tampax tampon, version/absorbency/scent unknown, unspecified amount or frequency, about 6 years ago, and experienced heart attack, renal problems, and was in a coma for 11 days. Treatment included physiotherapy. The outcomes of coma and heart attack were recovered. The outcome of renal problems was unknown. The case outcome was improved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.